Manufacturer narrative:
Eval completed. The 25ga cutter was returned in plastic biohazard zip lock bag, along with the bl5225 pack labels from lot u9701. The tip protector was not returned. The needle was bent 5 degrees or less. The port window was in the opened position. There was fluid and what looks like blood in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. A function test was performed using a stellaris pc. Functional testing found the cutter had good, clean cuts at various cut rates. The cutter aspirated as required. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 5. See 1920664-2013-00102, 00103, 00104, and 00105.

Event description:
The user facility initially reported during surgery, the cutter stopped working and aspiration was lost. No pt injury was reported. Add'l info received with the returned product: the cutter did not work; however, the aspiration continued.